Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient was stressed due to the event.

Event description:
It was reported upon a device interrogation, post-procedure that the pulse generator exhibited backup vvi operation. The device could not be restored. It was noted that the patient did not experience any adverse consequences as a result of the device backup issue; however, the patient was stressed due to the event. No further information was reported.